Manufacturer narrative:
Limited information was reported regarding a patient death. The therapy run time was not provided. Relationship to the procedure, device, thrombolytic and anticoagulant drugs is unknown. The adverse event diagnosis was reported as "massive pe, cardiogenic shock, metabolic acidosis". The patient had a massive pe which can potentially lead to cardiogenic shock and metabolic acidosis. There were no device malfunctions or procedural issues reported at the time of the ekos therapy. No additional information will be available.

Event description:
Subject (B)(6) is a retrospective patient enrolled in the (B)(6) study - knockout. This patient is a (B)(6) year old male. The patient had a history of atrial fibrillation, paired ventricular premature complexes and was currently receiving oral anticoagulants (type unknown). The patient also had prolonged hypotension (greater than 15 mins) requiring pressors to maintain adequate systolic pressure. This patient was treated for a unilateral pe on (B)(6) 2017. It was reported that the patient died on (B)(6) 2017 during uscdt thrombolysis treatment. Adverse event diagnosis was reported as massive pe, cardiogenic shock, metabolic acidosis. The principle investigator classified the relationship of death as unknown to the ekos device, procedure, thrombolytic drug and anticoagulant drug.